Event description:
Had skin cancer taken off. Wound care was cover it with a bandage. Used band-aid flexible fabric bandage and developed a skin rash. Was back at the dermatologist for follow up and discussed adhesive allergies. Contacted band-aid twice to try to find out the adhesive they use and could not get an answer. Bandages often say latex free, but they do not list the active ingredient in the adhesive. I think the adhesive should be required to be listed on the bandage packaging.